Event description:
It was reported that this patient's implantable cardioverter defibrillator (ICD) recorded atrial tachy response episodes due to respiratory rate trend (rrt) oversensing on this right atrial (ra) lead. Trending shows periodic increases in the ra impedance, likely due to spring contact issues, reaching high out-of-range (oor) measurements. Technical services recommended to turn off the rrt feature and then monitor ra pace impedances. If the issue persists, device change out should be considered. This ra lead remained in service and no adverse patient effects were reported. Eventually, this ra lead was surgically abandoned due to the previously mentioned high oor pacing impedance measurements. A lead fracture was observed during the revision procedure. Subsequently, a new ra lead was successfully implanted and no additional adverse patient effects were reported.

Event description:
It was reported that this patient's implantable cardioverter defibrillator (ICD) recorded atrial tachy response episodes due to respiratory rate trend (rrt) oversensing on this right atrial (ra) lead. Trending shows periodic increases in the ra impedance, likely due to spring contact issues. Technical services recommended for now to turn off the rrt feature and then monitor ra pace impedances. If the issue persists device change out should be considered. This ra lead remains in service and no adverse patient effects were reported.